Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found restricted tubing going to the wbc bath and replaced the tubing and the wbc bath to resolve this issue. The repair was verified and system validated. (B)(4).

Event description:
The customer reported two (2) patient samples run in primary mode on their lh750 instrument gave lower hgb, mchc and higher mch results when compared to the same 2 samples run on their other lh instrument. The first sample result was hgb=13.3. The rerun on other lh750 was 12.0. The second sample results were hgb=13.3 and the rerun on other lh750=12.3. The customer provided information indicating both patients were female: one was (B)(6); the other (B)(6). Erroneous results were not reported out of the laboratory. In addition, due to the "xb" trigger, all other samples were rerun to confirm the results.